Event description:
It was reported that a user experienced low glucose while using the ilet, with device readings as low as 47 mg/dl and subsequent capillary glucose of 63 mg/dl after treatment following the 15/15 rule with candy; no symptoms were reported. Symptoms included asymptomatic hypoglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device malfunction identified and no confirmed device component failure, with cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.